Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/07/2019. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The part was returned to the manufacturer for investigation: it was determined this is a failure of ls1.

Event description:
The customer reported that the device generated a backup alarm failure code. There was no patient involvement.